Event description:
The pt experienced a tingling sensation at the implantable neurostimulator site. The tingling began a few months ago following a fall. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).